Manufacturer narrative:
Reported event: mps reported arm shaking and grinding noise during 'bone prep'. Noise appears to be coming from one of the more distal joints (e.g., j4, 5 or 6). Product inspection: the field service engineer reported: problem reproduced? No trouble shooting notes: none work performed: j6 brake re-gapped in order to eliminate j6 arm components from the harmonic vibration observed by surgeon. System passed all required tests.. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: a review of device history records shows that on 4/9/2015, 01 device was manufactured. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(6)shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required.

Event description:
Mps reported arm shaking and grinding noise during 'bone prep'. Noise appears to be coming from one of the more distal joints (e.g., j4, 5 or 6).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported arm shaking and grinding noise during 'bone prep'. Noise appears to be coming from one of the more distal joints (e.g., j4, 5 or 6).